Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Multiple device codes were applied. Below clarifies what each is associated with. A0908 - inaccuracy a23 - registration issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an s1-s2ai computed tomography to fluoro case, several registration issues and alleged inaccuracies occurred. The error "image adapter not recognized" appeared after taking the first image, prompting recalibration of the c-arm to take an ap shot, but the same error appeared for the oblique. A shoulder shift occurred when moving to the left side after placing the right s2ai screw, necessitating re-registration and reseating of the image adapter to clear the error message. A spin revealed the s2ai screw was inaccurate by 10mm superior and did not cross the joint. The spin failed twice with the error "could not recognize the star marker." Attempts to use computed tomography to fluoro again resulted in the system accepting the ap image, but displaying "3d marker not recognized" when taking the oblique image. Adjustments to the 3d marker were made, but the error "image adapter not recognized" persisted. Overall, the manufacturer representative reported that they attempted 3 CT to fluoro registrations and they took over 15 x-rays. The patient had previous hardware placed on l2-l5, and no adjustments were made to the inaccurate screw. The presence of the patient resulted in a 1-hour delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the final s2-ai screw was completed freehand. Registration was not able to be achieved for the re-do of the misplaced screw.